Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be use issue as the physician tangled wire and catheter together that the implant was aborted preventing successful delivery of impella per clinical. The device passed all post sterile inspection checks.

Event description:
The complainant reported that they encountered delivery issues when attempting implantation of an impella 5.5. The physician pushed the catheter to where it folded up on itself with the wire still in the cannula. The wire and catheter were tangled and the decision was made to remove the device. A second pump was successfully implanted. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.